Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the voyager balloon catheter was inflated three times during the procedure and at the last inflation, the balloon ruptured at 18 atm (above rated burst pressure). Reportedly, there were no patient effects. No additional event or patient information is available.

Manufacturer narrative:
Product performance engineering has not completed their investigation at this time. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that the balloon catheter was returned with blood and fluid visible in the inflation lumen and in the balloon. The balloon had loose folds. There was a radial rupture 2 mm proximal to the proximal edge of the distal seal. There were no scratches noted to the balloon. There was no damage noted to the distal shaft or the rest of the balloon catheter. The balloon catheter was sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering has not completed their investigation at this time. Results and conclusions will be forwarded upon completion.